Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected alarm error test. Unit had intermittent button response on the act button. Unable to determine root cause of the intermittent button response due to pump preservation. Unit had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Data analysis: there is no data available due to the unit did not have a battery installed when received. Unit had intermittent button response on the act button due to flattened dome switch (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly.

Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected alarm error test. Unit had intermittent button response on the act button. Unable to determine root cause of the intermittent button response due to pump preservation. Unit had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was heart and kidney failure. The caller stated that the customer had heart and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing, as the hospital wanted to manage their care. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump was returned and had intermittent button response on the act button.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.